Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The reported complaint of a leak could not be confirmed. Without the return of the sample or photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a pur transfer set, clave¿, 15 units. The customer stated that the device leaks and there is a repetition of incidents with chemotherapy infusion sets or tubing in recent days. The patient involvement is unknown and patient harm is unknown.